Event description:
It was reported through the stryker facebook page, "it is 1 month and I had a stryker triathalon knee replacement done on my left knee. I am in constant pain even with icing and meds for muscle, nerve pain. My doctor says if there is no fever, discharge from the incision that it takes time. I never had this with my other knee replacement. I cant even put a thin blanket on that knee. I have both heart and lung problems along with diabetes. Just had my knee done 1 month ago today. They want you to try and lose weight and your a1c can't be higher than 8 or they won't touch you. I did not lose weight and it's harder therapy wise if you do rehab I think after the surgery. I had my surgery done in (B)(6) at hospital for special surgery. I can't believe this hurts so much after 1 month. I don't think this is normal. I knew it would hurt but I can't sleep even with pain meds. I hope this gets vetted overtime. Maybe I am expecting to much. This pain is just terrible."

Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.